Event description:
Active, approx. 200 lbs. Allegedly patient related the following to the surgeon: "slipped on the ice and landed directly on left hip. Several hours later, patient noted increasing loss of motion at the hip. ER x-rays revealed femoral head was fractured and fragmented." Hip was open in surgery in 2006, and multiple ceramic fragments of various sizes removed. The liner was changed as indicated on attached sheet along with placement of new cocr femoral head. Disposition of ceramic fragments is unknown.

Manufacturer narrative:
Investigation is not complete. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. Additional information has been requested from the user facility and the surgeon. This report will be amended when the investigation is complete. Event device code is addressed in the package insert. This is the same event as 1043534-2007-00032.